Event description:
The atrial lead was returned to the manufacturer after being explanted and replaced due to a system replacement with no allegation against the atrial lead. The lead subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: unknown competitor ipg, implanted: 2008-(B)(6). Product event summary: the full lead was returned and analyzed. Analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo. It was also noted that the proximal conductor of the lead developed a fracture due to flexing while in vivo, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, and the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. (B)(4).